Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. The cannula had dislodged and bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 387 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being dislodged and bent/kinked, while wearing it on the leg. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The pod was received with cannula fully deployed. Inspection of the needle mechanism assembly found no evidence of any damage or manufacturing deficiencies that would result in cannula dislodge. A root cause for the reported cannula dislodge could not be determined. Pod received was having evidence of blood on the adhesive pad. During investigation, no damages or defects were found on formed needle and bottom housing that would cause bleeding at the pod infusion site.the actual cause of the reported bleeding could not be determined. The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred. The pod was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.